Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully in the apex due to unknown product performance anomaly. This rv lead was replaced with the same model. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully in the apex due to unknown product performance anomaly. This rv lead was replaced with the same model. No adverse patient effects were reported. Additional information indicated that this rv lead was not implanted successfully in the apex due to lead became contaminated.